Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 24 and 36 hours, the site was irritated, itchy, red and pus was coming out. The patient contacted the physician, who prescribed an ointment (tevacutan) to be used on the affected area.